Event description:
Report received of the device failing delivery accuracy in preventative maintenance testing. There were no reports of any adverse patient events while the device was in patient use. The customer could not recall if the device over or under-delivered.